Event description:
It was reported that the iab had been in use for 18 hrs when the pump began experiencing kinked catheter alarms. Blood was observed in the helium tubing. It was decided to remove the iab, but difficulty was encountered. Surgical intervention was required (a cut-down) to remove the iab. A replacement was not indicated. There were no pt complications.